Event description:
Had a dupuy mom asr right hip implant manufactured by johnson&johnson's dupuy synthes. After 2 to 3 years, lab work showed highly elevated levels of cobolt/chromium metal ions in bloodstream and soft tissues. Shortly thereafter, diagnosed with renal cell carcinoma, resulting in partial nephrectomy. It is highly probable that over time the kidneys may become inflamed by filtering these metal ions from the blood acting as carcinogenic pathogens. Studies should be done on any patients receiving same and regular ultrasounds, cat, or MRI of both kidneys to screen for same!! Also had revision surgery and area debridement and removal of pseudo tumor with effusion. (B)(6).